Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak. The leak was noticed at the bottom of the dialyzer. Test strips were not used to confirm the leak. The machine did not alarm. Estimated blood loss was 50cc. The pt had no adverse effects and no medical intervention was required. The pt was not able to complete treatment although the leak occurred during the rinse back process. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.